Event description:
A voluntary MDR/medwatch report was received on 10/06/2025. According to a report received via maude, the patient stated that at approximately 2:30 am, he was abruptly awakened by a high-volume alarm from the dexcom g7 app on his phone, indicating an urgent low reading of 49 mg/dl. He reported feeling weak, panicky, and symptomatic of hypoglycemia. In response, the patient immediately verified the reading using a glucometer, which showed a blood glucose level of approximately 340 mg/dl - reflecting a discrepancy of nearly 300 mg/dl points off. The inaccuracy caused distress and confusion. The patient attempted to calibrate the dexcom sensor using the glucometer reading; however, the app displayed a ¿sensor error¿ message, preventing manual calibration. Given the potential danger of untreated hypoglycemia and being home alone, the patient took precautionary measures by consuming fast-acting carbohydrates and medication. Concerned about the possibility of losing consciousness, he called a rideshare and proceeded to the emergency room, arriving around 3:00 am. Upon arrival, ER staff conducted a finger-stick glucose test, which showed a blood glucose level of approximately 378 mg/dl. The dexcom sensor continued to malfunction, rendering it unreliable for accurate readings. During his hospital stay, the patient was administered IV fluids and corrective insulin both manually via his omnipod 5 pump and intravenously by medical staff. His blood glucose levels peaked above 400 mg/dl before gradually returning to normal around 9:00 am. At that point, the dexcom sensor resumed functionality and was successfully calibrated using finger-stick readings. The patient was discharged around 10:00 am following several hours of monitoring and treatment. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. It has been reported that there was a difference in readings of 300 points off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) voluntary MDR/medwatch report number mw5175637. B2 outcomes attributed to adverse event/ remove hospitalization - correction. B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data,inclu - correction/additional information. E4: initial report also send to FDA - additional information. G2: report source - additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code/ remove hospitalization f08 - correction/additional information. H6 codes: health effect - clinical code - correction/additional information h10: corrected data/ related report numbers. H11: additional narrative.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was scared and shaky. His cgm was reading low (less than 40 mg/dl) while his bg meter was reading 370 mg/dl. He went to the ER for evaluation, while at the ER the patient¿s bg meter reading was 378 mg/dl and the sensor was not showing any readings at this time. The patient was treated with an unspecified IV drip and insulin via his omnipod insulin pump. The patient was admitted to the hospital and was discharged the following day. At discharge, the patient¿s cgm was reading 130 mg/dl and the bg meter was reading 135 mg/dl. The patient was ¿feeling fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information b6 relevant tests/laboratory data,inclu - correction/additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h6 codes: health effect - clinical code - additional information. H10: corrected data.

Event description:
Subsequent to the initial and supplemental MDR, a correction was updated on (B)(6) 2025. It was clarified that on (B)(6) 2025, a report was received via maude regarding the patient who experienced a discrepancy between their continuous glucose monitor (cgm) and blood glucose (bg) meter readings. The patient was awakened by a cgm alarm indicating a glucose level of 49 mg/dl, while their bg meter simultaneously showed a reading of 340 mg/dl. The patient reported feeling weak, shaky, and panicked, prompting them to seek emergency medical care. Prior to arriving at the emergency room (ER), the cgm continued to display ¿low¿ glucose readings, while the bg meter showed a rising value of 370 mg/dl. Upon arrival at the ER, the bg meter read 378 mg/dl, and the cgm was no longer displaying any readings. The patient received treatment in the ER, including an unspecified IV drip and insulin administered via their omnipod insulin pump. Blood work was performed and reportedly returned normal results. After several hours of observation, the patient was discharged. At the time of discharge, the cgm displayed a glucose level of 130 mg/dl, and the bg meter read 135 mg/dl. The patient reported feeling fine at the time of the report. No additional patient or event information is available.